Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 10 mg/ml at an unknown dose via an implanted pump. It was reported the pump was interrogated by the physician assistant (pa) on (B)(6) 2020 as the patient came in with the critical alarm going off. It was clarified the patient came in on (B)(6) 2020 because her pump was alarming, and she needed the pump refilled (dilaudid 20 mg/ml). The patient was exhibiting withdrawal symptoms (increased pain/shakes/diarrhea). The pa interrogated the pump and telemetry indicated the following: (B)(6) 2020 motor stall and recovery following MRI (20 min), (B)(6) 2020 pump motor stall at 7:03 pm and recovered after 20 minutes (7:21 pm). On (B)(6) 2020 motor stall at 8:40 pm, and reached tube set on (B)(6) 2020 at 8:40 pm and recovered on (B)(6) 2020 at 4:22 pm after the pump was refilled and dose changed (lowered by 10%). It was noted the pa sent a pump replacement referral to the doctor, who had not yet responded. Surgical intervention was planned but had not been scheduled. The issue was unresolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the pump administered hydromorphone with concentration 10.0 mg/ml at a dose rate of 2.449 mg/day as of (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient experienced symptoms of withdrawal regarding a motor stall for three days. No rotor study or dye study was performed. The pump was replaced. The patient was without injury and had recovered without sequela. The pump administered hydromorphone with concentration 10 mg/ml at a dose rate of 2.459 mg/day. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
H3; analysis of the pump (sn; (B)(6)) identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. H6; the previously reported conclusion code 11 no longer applies to this event and has been updated to 24. The previously reported method code 4118 no longer applies to this event and has been updated to 10. The previously reported results code 3233 no longer applies to this event and has been updated to 180. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the multiple motor stalls was unknown and the pump replacement was scheduled for (B)(6) 2020. The plan was to return the pump for analysis. No further complications were reported.